Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the liner with a portion of the rim fractured off. No further evaluation can be made from the provided pictures. Pictures of the shell were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the fractured liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately four years post implantation due to suspected liner wear and the liner was seen disassembled on an x-ray. During surgery, the liner was found fractured and separated from the cup. The cup remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00575. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not approved for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.